Event description:
It was reported that a pump alarm was heard. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stalled on (B) (6) 2010; a tube set message appeared on (B) (6) 2010. The pump was updated; no change was noted. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).